Manufacturer narrative:
Upon receipt, the device image was retrieved, and analysis of the device image indicated that device could not be interrogated due to corruption in the family ID bit. The ID bit was reprogrammed, and the device regained telemetry and it was found to be in backup operation due to low battery voltage. Analysis performed after installing new battery and reloading product code did not find any anomaly. The original battery was depleted to end of life (eol) level. The implant duration exceeded the device's projected longevity, the device had reached eol due to normal battery depletion. The reported event of a failure to interrogate the device was confirmed and was due to normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. The device was explanted and replaced, and the patient was stable with no consequences.